Event description:
One ml syringe from bd lot #7199559 was packaged with a metal screw inside the sterile pack. Syringe was there but screw was also inside the sealed package. It is possible that the screw fell out of a machine during the packaging process. Package has not been opened and is being kept for future reference. This incident did not involve any patients.